Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in 1998, had intermittent hearing perception dating back to (B)(6) 2014. The same was perceived with back up external equipment and replacement, as well as the clinic's equipment. The patient reported that she could hear again when pressing on the internal device in (B)(6) 2014, but that has not been successful for the past 6-7 weeks. The patient reported she heard a funny noise on (B)(6) 2014 when the audiologist applied the clinic's loaner processor. The patient had the flu last week. She also reported of pain in (B)(6), but could not give a date. No trauma was reported.